Event description:
It was reported that during a ptca procedure the balloon would not inflate when it was advanced to the lesion. No further procedural details were provided. This report is being filed based on co's investigation findings. Reportedly there was no pt injury.